Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a button error alarm. The patient's blood glucose level at the time of incident was 257 mg/dl. Customer states that the pump started to beep while sitting down, and when the customer attempted to administer a bolus of insulin the button error alarm occurred. Troubleshooting was initiated for the button error and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump gave a button error alarm due to corroded keypad traces. The pump was received with minor scratches on the display window and a broken reservoir tube lip.